Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Complaint has been evaluated and the alleged issue was addressed with tandem technical support. No product being returned for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored.